Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture/corrosion in the battery compartment. The reporter denied any damage to the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission, 08/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: investigation revealed that there was moisture in the battery compartment. Visual inspection revealed that the battery compartment was cracked. Leak testing revealed a leak at the battery compartment crack. The pump casing was removed and there was no further evidence of moisture damage. Unrelated to the complaint, investigation revealed that the display was dim, fading, and discolored.